Event description:
A user facility reported that an intraocular lens (iol) did not get implanted properly. In a follow up, the surgeon reported that insertion of the lens was "catching" and not smooth causing the iol to stick to the cartridge. Then the lens was forcefully discharged into the capsular bag which resulted in a peripheral rent/break. The surgeon reported there was no vitreous loss and no vitrectomy needed. The lens was exchanged for a three piece sulcus lens.

Manufacturer narrative:
The device was not returned. The results from the product history record review indicated the product met release criteria. The root cause could not be determined by the product investigation. The customer indicated the use of two viscoelastics, only one of which is approved for this device. It is unknown if one or if both were used. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionaire has been received on (B)(4) 2012. (B)(4).